Manufacturer narrative:
Continued e1 -- phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via regulatory agency right side rupture diagnosed via ultrasound and MRI and confirmed during surgery. The device has been explanted.